Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two videos of a device. A visual inspection of the returned videos noted that a battery was inserted into the handle. The handle calibrated, showing a green light on the handle status light emitting diode (led). An adapter was then attached to the handle and calibrated. The handle showed a green light on the adapter status led. A reload was then loaded onto the adapter, resulting in a blinking green light on the reload status led. A clamp test was performed and the reloads jaws were closed. When attempting to open the jaws, the open/retract button was unresponsive and the jaws remained closed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pancreatectomy, the jaws of the reload would not open. The reload could not be unloaded. The reload and handle was replaced to continue the case. There was no patient injury.